Manufacturer narrative:
Patient city: (B)(6) patient country: turkey . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that patient was hospitalized on (B)(6) 2026 due to hyperglycemia event caused by bent cannula. The site of insertion was abdomen. The infusion set was in use for one day. The duration of hospitalization was three days. The patient attempted to treat elevated blood glucose level with injection. The patient experienced symptoms during hospitalization, including headache, abdominal pain and tired/weak. The patient tested positive for ketones. The patient's blood glucose level during hospitalization was 600mg/dl and was treated with insulin serum infusion. No further information available.